Event description:
A surgeon reported that an intraocular lens was scratched when opened. There was no patient contact.

Manufacturer narrative:
The product was returned positioned correctly in a lens case. The product was not damaged, and no review of the product history record is required. There have been no other complaints reported in the lot number.